Event description:
It was reported that the infusion device shut off without first providing an error or alert message. The customer had symptoms of high blood sugar and tested her blood sugar at over 500 mg/dl on her aviva combo meter. Then she looked at her pump and noticed it was blank. After changing the battery the pump powered on. The customer used the pump bolus to correct her high blood sugar.